Event description:
Customer's son-in-law reported that two weeks prior to calling customer service on (B)(6) 2012, customer received a reading at 11:00 pm on her adc blood glucose meter of 390 mg/dl, which was higher than she felt. Caller further reported customer self-administered her "normal insulin" (unknown amount) in response to this reading. Caller denied the customer had experienced any symptoms at the time this reading was obtained. Later, at 3:30 am, caller found customer "in a coma, trying to get out of bed" and noted she was "moaning" and then experienced a loss of consciousness. Paramedics were called and a reading of 40 mg/dl was received on her adc blood glucose meter. Customer was treated on the scene with glucose via intravenous infusion. When she was fully coherent she was given food to eat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory.